Event description:
During a wisdom tooth procedure, the bur guard cracked. There was no pt or user injury. The procedure was completed with back up equipment.

Manufacturer narrative:
The product associated with this event was received, however, the eval has not yet begun. This complaint filed (stryker ref (B)(4)) had two reports of product failures. Two separate medwatch reports have been filed as a result.